Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-12774. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The report event of fracture lead was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.